Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional additionally reported "particles in valve". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flow opening . Particles in valve : no observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Peer/ supervisor reviewer additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a right side deflation. Upon explant healthcare professional reported "particles in valve". Device has been explanted.

Event description:
Healthcare professional reported, a right side deflation. Device remains implanted.